Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, there were issues experienced with loading / firing of the clips. The clips were not being engaged/loaded, it just fired without the jaws closing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, there were issues experienced with loading/ firing of the clips. The clips were not being engaged/loaded, it just fired without the jaws closing. New clip applier was used to complete the procedure. There was no patient injury.